Event description:
A venatech lp filter was implanted in 2008. The pt had an unrelated image study completed five days later and the filter was observed to be properly deployed in the ivc. Five days later, the pt went to an emergency room and was determined to have had a pulmonary embolism. A CT scan showed the filter to be oriented across the intrahepatic cava with one filter strut extending into the hepatic vein. It is unk if the pt underwent any interventions post-filter implantation.